Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. The customer¿s blood glucose was 92 mg/dl at the time of incident. Customer reported that the sensor cannula was missing when removed from the insertion site. No significant events leading to the reported issue was observed. The customer was advised that the sensor is being replaced and is not expected to return for analysis.